Event description:
It was reported that following a diagnostic neuro-angiography procedure using a 5f introducer for access, the physician deployed a 6f angio-seal vip device in the right femoral artery which was apparently undertaken as normal and achieved instant hemostasis. A satisfactory pre-insertion angiogram is said to have been performed with the puncture being in the common femoral artery. The patient is said to have had relatively high blood pressure and was also said to be un-cooperative. The patient developed a 3cm hematoma and a large bruise following the deployment and manual compression was applied in the ward. The patient experienced pain in the puncture site and ecchymosis was found over the puncture site and extending up into the abdomen. On returning to the department for a second procedure six days later, on further examination and subsequent ultrasound investigation a pseudoaneurysm is said to have been confirmed. The patient then attended an appointment for treatment of pseudoaneurysm two days later but by this point the pseudoaneurysm is said to have resolved. No treatment was required. The patient is said to have had a series of stable and unstable neuro and cardiac events which required in hospital treatment, their hospitalization was related to this medical history rather than the reported event. The patient has recovered and is reported in stable condition. The patient is an alcoholic. No further details have been provided.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risk or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.